Event description:
This report is to advise of a fracture found in the catheter shaft during analysis.

Manufacturer narrative:
One uni-directional, curve d, flexability sensor enabled ablation catheter was received for evaluation. A fracture in the catheter shaft was noted between the third fourth electrodes. Electrodes 2-3 read as an open circuit. Dissection revealed conductor wires 2-3 had been fractured in the same location of the damaged shaft, consistent with the open circuit detected and the reported issues. Electrodes 1 and 4 met specifications of acceptable resistance values. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured shaft remains unknown.